Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear long particulate matter was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: march 10, 2022 - march 11, 2022. H10: the actual device and a photograph of the sample were received for evaluation. A visual inspection of the actual sample was performed with the naked eye and with magnification and no particulate matter could be observed in the fluid path. Additionally, the fill port cap was removed and no issue was observed with the connector or cap areas. A visual inspection of the photograph observed a thin particulate matter that appeared of cellulose type fiber material or possibly of acrylonitrile butadiene styrene consistent with fill part material which appeared in the fluid path. Therefore, the reported condition was verified in the photograph only and not on the actual sample. The cause of the condition could not be determined; however, possible causes of particulate matter based on the photo images only include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.